Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that the metal retaining pin has fallen out and the plastic color code plug has come loose, the cutting guide has surface damage and burrs on all surfaces consistent with use in many procedures. It has been in the field for potentially eleven years plus. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during knee surgery, the blue part indicating the size of the slot cutting guide and the side stop pin disassembled from the instrument. These parts were recovered from the wound. There was no harm to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.